Manufacturer narrative:
Device evaluation visual inspection confirms that the housing has broken distal to the cutter window but has not fully detached. The cutter is positioned distal to the cutter window. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a 6fr non-medtronic (terumo) sheath and spider fx embolic protection device during treatment of a calcified lesion in the patient¿s mid right superficial femoral artery (sfa). No vessel tortuosity and severe calcification are reported. Lesion exhibited 70% stenosis. Artery diameter reported as 6mm. IFU was followed. Vessel pre-dilation was not performed. It is reported the thumbswitch could not be closed after completion of the first pass. It is reported that moderate resistance was felt during withdrawal of the device. The device was removed and was able to be closed. The device had no visible damage. The device was reinserted and turned on and the thumbswitch would not close. The device as removed, and the tip was reported to be broken. The tip did not separate at the hinge pin. The device was safely removed from the patient with the cutter inside the housing. No detachment of the device occurred. A new device was opened to complete the procedure. No alleged issue reported for the cutter driver. No patient injury reported.